Event description:
Post-operative of a right rtsa, it was reported via clinical study that the patient experienced several revisions for instability at va. This event preceded an occurrence where the patient sustained a fall which resulted in a dislocation reported in an earlier case. In early 2019, the patient underwent a standard reverse revision and the outcome of this event is unknown. There were no indication if this event was related to the device and/or to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.